Event description:
It was reported that the patient had pocket erosion at the pacemaker site. The pacemaker, right ventricle lead, and right atrial lead were eroded. No intervention was performed. There were no patient consequences reported.